Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration /perforation"), embedded device ("essure device embedded in bilateral fallopian tubes"), dysmenorrhoea ("progressive dysmenorrhea") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, offensive vaginal discharge, acute pain and gastrointestinal disorder. Findings: the patient's uterus sounded to a depth of 10 cm. On laparoscopic inspection of the pelvis, the uterus showed at least 1 fibroid at the fundus. The ovaries. Tubes, the liver and gallbladder appeared normal. The appendix was not visualized. There was no evidence of endometriosis. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included menorrhagia, premenstrual cramps, menstrual cramps, bacterial vaginosis, benign cervical tumor and adenomyosis. Concomitant products included ibuprofen and metronidazole. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), cyst ("cysts") and scar ("vaginal scarring") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and robotic total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, dysmenorrhoea, genital haemorrhage, pelvic pain, urinary tract disorder, cyst, uterine leiomyoma and scar outcome was unknown. The reporter considered cyst, dysmenorrhoea, embedded device, genital haemorrhage, pelvic pain, scar, urinary tract disorder, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: the essure device is adherent to the lumen and displays surrounding dense fibrous tissue. Embedded within the lumen of each fallopian tube is a 1.7 x 0.1 cm in diameter, coiled,metallic device, consistent with an essure device.. Ultrasound pelvis - on an unknown date: the uterus is borderline enlarged. Ultrasound scan vagina - on an unknown date: showed a enlarged uterus measuring 4.3 cm x 10 cm. The ovaries were normal. There was one small discrete fibroid measuring 1.1 cm x 1.4 cm. It was felt that the fibroid did not impinge on the endometrium. The endometrial stripe measured only 5 mm. The remainder of the myometrium seemed to be heterogeneous suggesting smaller fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : progressive dysmenorrhea, fibroid and pelvic pain and following event was described in patient's medical record- device embedded. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration /perforation"), embedded device ("essure device embedded in bilateral fallopian tubes"), dysmenorrhoea ("progressive dysmenorrhea") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, offensive vaginal discharge, acute pain and gastrointestinal disorder. Findings: the patient's uterus sounded to a depth of 10 cm. On laparoscopic inspection of the pelvis, the uterus showed at least 1 fibroid at the fundus. The ovaries. Tubes, the liver and gallbladder appeared normal. The appendix was not visualized. There was no evidence of endometriosis. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included menorrhagia, premenstrual cramps, menstrual cramps, bacterial vaginosis, benign cervical tumor and adenomyosis. Concomitant products included ibuprofen and metronidazole. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), cyst ("cysts") and vaginal disorder ("vaginal scarring") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and robotic total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, dysmenorrhoea, genital haemorrhage, pelvic pain, urinary tract disorder, cyst, uterine leiomyoma and vaginal disorder outcome was unknown. The reporter considered cyst, dysmenorrhoea, embedded device, genital haemorrhage, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine perforation and vaginal disorder to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: the essure device is adherent to the lumen and displays surrounding dense fibrous tissue. Embedded within the lumen of each fallopian tube is a 1.7 x 0.1 cm in diameter, coiled,metallic device, consistent with an essure device.. Ultrasound pelvis - on an unknown date: the uterus is borderline enlarged.. Ultrasound scan vagina - on an unknown date: showed a enlarged uterus measuring 4.3 cm x 10 cm. The ovaries were normal. There was one small discrete fibroid measuring 1.1 cm x 1.4 cm. It was felt that the fibroid did not impinge on the endometrium. The endometrial stripe measured only 5 mm. The remainder of the myometrium seemed to be heterogeneous suggesting smaller fibroids.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : progressive dysmenorrhea, fibroid and pelvic pain and following event was described in patient's medical record- device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.